Event description:
A malfunction alarm was reported, displaying a malfunction code. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helped in resetting the pump.